Event description:
A warm pack wrapped in a towel was placed on an upper extremity after the placement of a PICC line. Approximately one hour later the arm was noted to be blistered and red. The blister was 5.1cmx2.5cm.====================== health professional's impression======================the warm pack says "wrap in cloth sleeve (provided) or towel." The manager said the cloth sleeve provided is paper thin. The towel was used to provide more protection and comfort for the patient.